Manufacturer narrative:
Additional information: the explanted component was returned for evaluation. Visual examination was performed. Results of the evaluation determined that the component appeared not to have been fully inserted. No conclusion can be drawn from the results of the evaluation. It was reported that the construct may have been repositioned during the insertion of additional components. It is unclear whether this may have contributed to the event.

Event description:
It was reported that a patient underwent surgery to remove a component of the construct that had migrated. The surgery was reported to have been completed successfully.